Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer reported blood glucose (bg) levels in the 300 (mg/dl) range. Manual injections were delivered to address bg levels. Troubleshooting was not performed as customer was loading new supplies onto the pump at the time the event was reported.